Event description:
Pt 1 of 2. Customer reports obtaining error messages and inconsistent inr results when testing 2 patients with hemochron signature instrument/citrated pt cuvette. No adverse event, intervention, injury or adjustments in treatment reported.

Manufacturer narrative:
(B) (4). Manufacturer method, results and conclusion: manufacturer has requested product return from user facility for eval, currently awaiting return. Complaint alleges the following devices involved: hemochron signature (B) (4). Hemochron citrate pt cuvette assay (B) (4). Specific device involved in customer complaint is unk. MDR 2248721-2008-00024 has also been submitted for this complaint.